Event description:
On 07/12/2022, infutronix received a complaint from an end user "we had an incident this weekend where the tubing fell out of the administration set (hs-008-b) on a patient's pump. It came out where the tubing connects to the admin set. The nurse who disconnected him on sunday states the patient was hooked up to the pump on friday and on saturday, he noticed his fanny pack was wet. He looked inside at the pump and noticed that the tubing had pulled out of the insertion site on the administration set. He reinserted the tubing to the opening x 2 occasions before coming in on sunday for the pump disconnection. "The disconnect occurred during an infusion. Device operator was a patient. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.

Manufacturer narrative:
The affected administration set was returned for evaluation. The set was visually inspected, and it was noted that the tubing was completely disconnected from the silicone-pvc adaptor on the distal end of the set. The reported issue was confirmed.